Event description:
A malfunction alarm with malfunction code malf 0 was reported, which did not result in any adverse impact to the customer's blood glucose level. The customer did not experience any notable events prior to the malfunction, and the pump was under warranty. Tandem technical support arranged to replace the pump and provided instructions to the customer for placing the faulty pump into storage mode. The customer was also advised to return the malfunctioning pump using a pre-paid label within ten days and planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.